Event description:
A manufacturer's sales manager reported burning smell emanating from s5i cpu. Afterwards it was not possible to boot up the system. The issue was discovered after the procedure and no patient was involved. The customer had disconnected the cpu and moved it out of the lab.

Manufacturer narrative:
(B)(4): the system was returned to the manufacturer for evaluation. A complete external and internal inspection of the device discovered a significant amount of debris present on the system chassis and on the internal parts. The video card was also discovered to be dusty and the cooling fan on the video card was also jammed. The reported failure was confirmed since investigation revealed burned components on the video card which had caused the reported failure of burning smell. The most likely cause of the video card failure was a jammed cooling fan on the card which caused the video card to overheat and eventually to fail as observed. A video card fan can fail for a variety of reasons. Age and wear are generally the most common reasons the fan bearings get damaged and the fan locks up. Other factors such as high amount of dust buildup as observed on the video card can also be due to a surge on the output or a random component failure. A burned video card as observed, will result in the system boot failure and any further functional testing to verify the secondary reported issue of boot failure was not necessary. We will continue to monitor complaints for this failure mode per our standard trending process. No further action is required.